Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical administration set was difficult to fit on the pump and difficult to take off the pump. There were no reported adverse events.